Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump motor shuts off abruptly when attempting to operate the pump at lower pressure settings¿specifically below 60¿10 (inflow/outflow pressure in mmhg), preventing fluid flow initiation or continuation. A patient was involved during the incident. However, there was no impact or adverse effect on the patient. The facility used a backup device to complete the procedure without delay or compromising patient care. Troubleshooting performed: the following troubleshooting steps were reviewed with the customer during the call: 1. Tubing setup verification: support confirmed correct routing and secure attachment of inflow/outflow tubing. Support advised the customer to inspect for kinks, blockages, or reversed lines. No physical defects were observed in the tubing path during the call. 2. Cassette & fluid path integrity: support confirmed that a properly seated pump cassette was in use. Fluid bags were hung at the correct height, and pressure appeared normal. No fluid flow restrictions or leaks were reported in the field. 3. Mode & pressure setting review: support verified that the pump operated in standard arthroscopy mode (not diagnostic or low-flow). Customer tested pressures incrementally and noted that the motor engages as expected when settings are above 60¿10. 4. Cannula/outflow check: support advised testing with a known-to-function cannula or fluid path (i.e., simulation without patient load) to rule out procedural resistance or surgical cannula obstruction. Customer confirmed that a similar motor shutdown occurred even with a simulated flow setup. Support performed a hard reboot of the system.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Refer to dfu-0212-eo dualwave¿ arthroscopy pump user manual. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.